Event description:
It was reported that the procedure was to treat a lesion in the right popliteal artery with mild calcification and mild tortuosity. The 5.5x120mm supera self-expanding stent system (sess) was advanced to the target lesion, however, while releasing the stent the distal end of the stent was not deploying correctly. After the stent was completely deployed an injection of contrast showed a decrease in blood flow. Therefore, a balloon was used to further dilate the stent and then a 5.5x80mm stent was attempted to be advanced; however, the stent could not cross the 5.5x120mm supera stent. A new injection of contrast medium confirmed the blood flow was resolved. The patient was in stable condition at the end of the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified and mildly tortuous anatomy and/or other devices resulted in the reported difficult or delayed activation. The reported difficulties possibly caused/contributed to the reported patient effect(s); however a conclusive cause for the reported ischemia, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.